Manufacturer narrative:
Concomitant medical product: product ID: bi71000850r, serial/lot #: rev. 1 : s/n (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the ias was not booting. The ias computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the image acquisition system (ias) will not boot and showed a message stating, ¿system booting, please wait¿. It was noted rebooting the system did not resolve the issue. This issue was noted outside of a procedure, and there was no patient involvement.